Event description:
During the implant procedure, it was reported the physician placed the ipg in the pocket site and the ipg would not communicate with the programmer. When the ipg was taken out of the pocket site, the programmer would communicate. The physician tried the placement again with the same result. Another ipg was used, and the issue was resolved.

Manufacturer narrative:
Eval: results: the complaint was not confirmed. As received, the ipg passed communication and charging tests with lab equipment. The ipg was tested to mfg specs using the autotester. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.